Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl. The customer did not experience any symptoms of low blood glucose value. No treatment was provided to the customer. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event. It was unknown whether the auto mode feature was active at the time of the event. Unable to troubleshoot at the time of the call. No further patient complications were reported. The insulin pump will not be returned for analysis.